Manufacturer narrative:
(B)(4). The pump passed the displacement test and self test. No pump error 63, error 2, error 28 or error 79 alarms noted during testing however, hardware low level failure alarm with variable (09), error 2, error 28 and error 79 alarms are found in the formatted history file due to a software error. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump errors. Customer stated they were able to successfully clear the alarm and were able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.